Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that the infusion set needed top be changed. The customer was helped with reprogramming the basal on their insulin pump. The customer was advised to monitor the insulin pump for any further issues. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.